Event description:
On (B)(6) 2012, it was reported that the vns patient was found at some point in time with her generator turned off for reasons the physician could not explain. It was unknown if a faulted system diagnostics test occurred which changed the patient's settings to being off. No anomalies were noted in the programming history database however it only contained programming history through (B)(6), 2011. Additional programming history was requested from the physician however the attempts for the information were unsuccessful.

Manufacturer narrative:
Analysis of programming history.